Event description:
Info received indicates the right head brake caster was not completely holding when the brake was activated.

Manufacturer narrative:
The technician adjusted the brake puck to repair the stretcher.